Event description:
It was reported that the patient dropped the ilet pump, after which the screen became unresponsive and the device only powered on when connected to a charger; the mobile app connection was lost at the time of the event. Symptoms included no clinical effects reported. Outcomes included the user being able to continue diabetes management using the cgm mobile app or receiver while awaiting replacement. Investigation included remote troubleshooting and education, verification of shipping and return logistics, instruction to shut down the device to avoid further alerts, guidance that data would not transfer to the replacement, and advice to sync data to the mobile app prior to return. Investigation of this case revealed a hardware malfunction with an unresponsive display module following physical impact, consistent with device damage affecting the pump¿s screen and power behavior. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from user handling.